Event description:
Boston scientific received information regarding a journal article assessing the safety of computed tomography (CT) imaging in patients with cardiac rhythm management devices. The study was conducted between july 2000 and may 2010 and involved 332 defibrillators and 184 pacemakers which all received direct radiation exposure from CT scans. The devices used in the study were from four different manufacturers, including boston scientific. During the course of this study, one pacemaker had to be explanted due to infection that resulted in endocarditis. No additional adverse patient effects were reported as a result of the revision. The manufacturer, model and serial information of the pacemaker was not provided in the article.

Manufacturer narrative:
Attempts to obtain additional information is currently ongoing. Once any additional information becomes available, this report will be updated. Reference: hussein, a., a. Abutaleb, et al. (2014). "Safety of computed tomography imaging in patients with cardiac rhythm management devices: assessment of the FDA advisory in real-world practice." J am coll cardiol: epub before print.

Event description:
--

Manufacturer narrative:
The specific model and serial information on this particular device was unable to be obtained from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.